Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Microscopic and tactile inspection of the tip, distal shaft, collar and hypotube were performed and revealed that there was a partial separation of the shaft at the collar and numerous hypotube kinks. Also, the shaft has an abrasion/damage at the collar and the tip was damaged. During analysis, the shaft completely separated at the collar with the polytetrafluoroethylene (ptfe) fully pulled out from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the device could not cross lesion. The 15mm x 3.5mm, 90% stenosed, target lesion was located in the moderately tortuous, and moderately calcified, right coronary artery. A guidezilla¿ guide extension catheter was advanced into the lesion. However, the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that the shaft was completely separated at the collar.